Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm cadiere forceps instrument was analyzed and found to have severely bent grip, causing misalignment of the grip-tips. There was a 0.83mm offset at the tips. The grips do not show cracking damage. Components adjacent to this ben grip do not show damage. Additional observation(s) not reported by site: the instrument was found to have charring and localized melting on the main tube. As a result of the damage, a section of the main tube is exposed that would not normally be exposed. The instrument grips were manually manipulated. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
It was reported that during central processing, 8mm cadiere forceps instrument tips were cracked/burn there was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: nothing was reported during the procedure, the damage was noted in sterile processing after the procedure.